Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: when the pump booted up, the display screen had a dim pink contrast. Replacing the display screen with a test screen caused the contrast to return to normal. Unrelated to the display issue, when the battery was removed for a period of 23 hours and reinserted, the pump time and date did reset to the default settings. The component bt1 was found to be leaking. (B)(6).